Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the coil detached prematurely while in the microcatheter. The coil and microcatheter were removed together without clinical consequences to the patient. No further information is available.

Manufacturer narrative:
Product available - corrected to reflect receipt fo the device. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device was returned along with the microcatheter used. Analysis of the device revealed that the proximal contact and delivery wire were kinked likely due to handling. The main coil was returned protruding from the catheter hub. The main coil appeared to have prematurely detached/separated due to a physical break at the detachment zone. In addition the main coil was kinked/bent, stretched and the main coil suture was damaged. A functional evaluation could not be performed due to the condition of the device. A 0.0158" patency mandrel was inserted into the lumen of the returned microcatheter and there were no issues noted. Information available indicated that the device was confirmed to be in good condition after unpacking and preparation. Based on the information available and analysis of the device it is probable that procedural factors limited the performance of the coil resulting the reported event and damages observed. An assignable cause of operational context was assigned to this investigation.

Event description:
It was reported that the coil detached prematurely while in the microcatheter. The coil and microcatheter were removed together without clinical consequences to the patient. No further information is available.